Event description:
It was reported that the catheter balloon was difficult to inflate during placement, only 1ml of water would inject into the catheter. Then when the user attempted to remove the water, it would not aspirate.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event was captured under a previous record. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was difficult to inflate during placement, only 1ml of water would inject into the catheter. Then when the user attempted to remove the water, it would not aspirate.